Event description:
During administration of zoladex subq, the safety device that activates once injection is in place failed to fire; portion of the implant was visible exterior on the skin, therefore had to be removed and wasted. Second injection given.